Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 320mg/dl. The customer needed assistance with changing their infusion set. The customer could not comprehend what was going on during troubleshoot and displayed symptoms of low blood glucose. The customer was advised to visit the hospital. Troubleshoot was ended due to customer going to hospital to treat levels.